Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted (B)(6) 2012-10. (B)(4).

Event description:
It was reported by the patient feeling rapid and irregular heartbeat while riding the golf cart and approximately twenty minutes afterward. Additional information has been requested and not yet received. The device remains in use. No patient complications have been reported as a result of this event.